Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 1/13/2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2011, the patient/lay-user's mother contacted lifescan (lfs) alleging that her son was experiencing an inaccurate high issue with his one touch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's mother reported that the alleged issue with the subject meter began on (B)(6) 2011, at 2:30 pm. She stated that her son obtained glucose results of "237 and 296 mg/dl" on the subject meter, and "203 mg/dl" on another meter, done less than 30 minutes apart of each other. Based on statistical methodology, the calculated difference of one of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient's mother stated that he manages his diabetes with insulin (pump therapy) and due to the alleged glucose result of "296 mg/dl" on (B)(6) 2011, at 2:30 pm the patient reportedly self treated with 4.8u of novolog. She claimed "one to one and a half hours" after the alleged issue started, her son felt "low, shaky, weak and disoriented". There is no additional information provided of any other medical intervention provided in response to his symptoms. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and an appropriate sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims her son obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.